Event description:
The customer reported to olympus that the colonovideoscope had a damaged instrument tip near optics. During the evaluation the following reportable malfunction was found: air/water tube and cylinder has foreign material due to insufficient cleaning. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to air/water tube and cylinder has foreign material, additional evaluation findings are as follows: grip had a scratch, switch box had a scratch, air/water cylinder had no color, suction cylinder had no color, plug unit was deformed, due to wear of angle wire the play of up/down knob was out of the standard value, plastic distal end cover had a crack, and universal cord had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
It is unknown whether there was deviation from IFU (instructions for use) in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.